Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2024, the customer reported that the buttons were defective as it seemed that they were installed upside/down, when pressing the button to center gravity to zero the tomo would rotate instead. A field engineer examined the equipment and replaced the switches, system is now operating according to manufacturer´s specifications. No patient or staff injury reported.